Event description:
As reported by distributor, the hosp indicated that during procedure the blood pressure reading gradually dropped to 25mmhg. The wave form was fine so doctor treated pt for pressure drop with drugs. Pt went into vte and required fluid. Manual pressure was taken and it was normal. Doctor realized that the transducer reading was incorrect-manifold was discarded and replaced. Pt is fine. The device has been returned for eval.